Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a cysto retrograde pyelogram, cystoscopy left retrograde ureterogram with left ureteroscopy and left double j stent placement, ureteroscopy procedure in the left ureter performed on (B)(6) 2021. The stent was successfully implanted without any problems. On (B)(6) 2021, post procedure, it was noted that a highly rare bacteria was detected in the patient's urine. It was not confirmed if the implanted stent could be an underlying contributing factor. A bacteria that grew from urine culture was raoultella planticola and the patient was placed on macrobid. It was reported that the patient was given with oral antibiotics by community physician. The stent was successfully removed from the patient at the other facility and there were no new stent implanted. The patient remained as an outpatient and stable.